Event description:
The pt's family member reported that pt was hosptialized after receiving low blood glucose results on the suspect device for several weeks. Pt was given their normal prescribed dose of meds. Pt was admitted for an enlarged liver and two black eyes. Their blood glucose upon arrival was 294mg/dl on a hosp meter. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.